Manufacturer narrative:
Device evaluation: the device related to the reported event of anxiety-product/procedure and rupture, was received on feb 17, 2020 with lot number 2372659. Visual analysis of the returned device identified, underweight, one opening extended on the posterior and crease fold. A microscopic analysis was performed which identified, one opening sharp on the posterior and wear abrasion. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: one sharp opening on the posterior assessed as unidentified (tear) opening.

Event description:
Patient reported left side rupture and "concern with the product." Device has been explanted.

Event description:
The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture and "concern with the product." Device remains implanted.